Event description:
It was reported that a spectrum pump displayed the close door message. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door message, which was reproduced as a constant "door not fully latched" message. The messages were found to be caused by loose mach mount screws. The screws were replaced.